Manufacturer narrative:
A visual examination of the returned product found no abnormalities as it was within specifications. The returned product was within its correspondent sealed pouch. Unfortunately, the box allegedly containing the mixed devices was not returned for inspection. A batch review was performed and it was determined that the reported batches were manufactured at different manufacturing facilities. Additionally a ship history review found that the repotted batches were shipped to the dealer on different dates. This indicates that it is not likely that a manufacturing error occurred. The reported condition could not be confirmed. Evaluation of the returned product found each pouch was sealed and contained its correspondent device. Additionally, the reported batch numbers were manufactured at different facilities and were sold to the dealer at different dates. The most probable root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, it was realized that the box containing the radial jaw 4 single use biopsy forceps standard capacity devices also contained radial jaw 3 single-use biopsy forceps (model #: m00515362-batch: 12976954). It is unknown exactly how many of each device were included in the box. Reportedly the items were received sealed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Concomitant medical product: radial jaw 3 single-use biopsy forceps model #: m00515362 batch: 12976954. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, it was realized that the box containing the radial jaw 4 single use biopsy forceps standard capacity devices also contained radial jaw 3 single-use biopsy forceps (model #: m00515362-batch: 12976954). It is unknown exactly how many of each device were included in the box. Reportedly the items were received sealed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.